Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo only shows the product packaging so the failure mode of tube push off could not be observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer reports that the tube is popping off during use. The following information was provided by the initial reporter. The customer stated: "the staff are unsure whether it's actually the bottles or the needles, IV having difficulty with them taking the ref numbers, but attached are the two butterfly needles it happen with."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer reports that the tube is popping off during use. The following information was provided by the initial reporter. The customer stated: "the staff are unsure whether it's actually the bottles or the needles, IV having difficulty with them taking the ref numbers, but attached are the two butterfly needles it happen with."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.